Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing difficulty charging and was no longer receiving stimulation after not charging for at least 2 months. The patient programmer showed the scs ipg was at low battery-stim off. A replacement charging system did not resolve the issue. As a result, the scs ipg was explanted and replaced. Effective stimulation was restored with the surgical intervention.